Event description:
It was reported by repair work order that the powerload won't lock the unit in the system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.